Event description:
Pocket infection was reported along with evidence of two separate skin erosions. During the extraction of the leads, it was reported that both leads fractured and "disintegrated", with no evidence of retained foreign bodies within the pocket area. Attempts were made with multiple tools to retract the leads, but this caused severe pain for the patient so removal was abandoned. It was also reported that one of the leads being removed had been revised ten years earlier because of a "malfunction". The system was not replaced at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) medial segment of the lead was returned and analyzed and no anomalies were found. All conductors were stretched and had blood/body fluid (not obstructed); distal and proximal conductors had fracture (overstress); outer insulation kinked/buckled. The lead was stretched and had apparent explant damage.